Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number h13c27044 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. The treatment was not reported. The cause of the peritonitis was unknown. The patient was discharged from the hospital after one day. The patient had not recovered at the time of the report. Pd therapy was ongoing. No additional information is available. This is report 3 of 3 for this event.